Event description:
Caller reported damage to pump housing and usb port, impacting the ability to charge the pump, but it did not cause the pump to shut down. There was no adverse impact to the customer's blood glucose level. Tandem technical support resolved the situation by sending a replacement pump and instructing the caller to deplete the original pump's battery before returning it with the provided return box and label. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.